Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-nov-2023. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
On 17-aug-2023, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results of >1000 on a patient. The event was reviewed on 29-aug-2023 and there was no information to assess. On 31-aug-2023 new information was received. The customer provided results. There was no additional patient information available. Return product is not available for investigation. Method; date; tested; result (sec); heparin; heparin time. I-stat; (B)(6) 2023; 17:14; 462; 7000 units; 17:05. I-stat; (B)(6) 2023; 17:31; 438. I-stat; (B)(6) 2023; 17:55; 414. I-stat; (B)(6) 2023; 18:20; 420. I-stat; (B)(6) 2023; 19:20; >1000; 2000 units; 19:12. I-stat; (B)(6) 2023; 20:43; 714. I-stat; (B)(6) 2023; 21:13; >1000. I-stat; (B)(6) 2023; 21:38; 101. I-stat; (B)(6) 2023; 22:04; 317; 4000 units; 21:56. I-stat; (B)(6) 2023; 22:53; 113. I-stat; (B)(6) 2023; 22:59; 113. I-stat; (B)(6) 2023; 23:14; 113; 4000 units; 23:00. I-stat; (B)(6) 2023; 23:21; 119. I-stat; (B)(6) 2023; ni; ni; 2000 units; 23:25. I-stat; (B)(6) 2023; 00:18; >1000; 3000 units; 00:05. Per I-stat system manual ((B)(4)), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.